Event description:
Svc lead impedance warning on (B)(6)2021 ? 162ohms, svc alert threshold? 160 ohms. Possible t-wave oversensing noted on stored egm's (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).